Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 26-may-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml; 5.4 mg/day, clonidine 700 mcg/ml; 190 mcg/day and fentanyl 500 mcg/ml 135 mcg/day via an implantable pump. Indication for use was spinal pain and other chronic/intractable pain (trunk/limbs). The date of the event was (B)(6) 2018. It was reported that during routine end of life (eol) pump exchange, the physician could not aspirate the catheter. The catheter was replaced (B)(6) 2018 and the explanted catheter was discarded. The dose was decreased after diluting the drug. Factors that may have led or contributed to the issue was the catheter was old. No diagnostics/troubleshooting was performed. The issue was resolved. Patient status was alive - no injury. The patient¿s (B)(6). Medical history was post laminectomy syndrome. No further complications were reported.